Event description:
A customer reported that unexpected negative results were obtained with the antibody screening assay for a patient sample containing an anti-jka.

Manufacturer narrative:
The product (capture-r ready indicator red cell, lot 221297) expired prior to receipt of complaint. However, product was used for testing during a screen qc performed on (B)(6) 2015. The passing of qc indicated that retention lot 221297 was capable of binding with igg antibodies present, wbcorqc level 1 with anti-c and wbcorqc level 2 with anti-d, that are in sufficient titer to be detected.